Event description:
It was reported that the ventilator had delivered low volumes to the pt. The ventilator displayed low exhaled tidal volume and at times displayed dashes for the volume measurement. No pt harm reported.

Manufacturer narrative:
Na